Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via anterograde approach. The 90% in-stent restenosis of a non-bsc stent was located in the moderately tortuous and mildly calcified left subclavian vein. A 7.0mmx40mmx80cm (4f) sterling¿ balloon catheter was advanced to dilate the lesion; however, upon the first inflation at 12 atmospheres for 20 seconds, the balloon ruptured. The device was simply removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.